Event description:
This unsolicited case from united states was received on 17-nov-2017 from the health care professional (patient service specialist). This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient experienced excessive pain and swelling, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (indication and expiration date: not reported; lot number: 7rls021) in the physician's office. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced excessive pain and swelling. Patient was put on unspecified steroids. Corrective treatment: unspecified steroid for excessive pain and swelling. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all the events additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced excessive pain and swelling. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 17-nov-2017 from the health care professional (patient service specialist). This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency the patient experienced excessive pain and swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (indication and expiration date: not reported; lot number: 7rls021) in the physician's office. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced excessive pain and swelling. Patient was put on unspecified steroids. Corrective treatment: unspecified steroid for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.